Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the peritoneal dialysis (pd) patient¿s cycler fell, and the outlet connection became loose. The pdrn stated when it was plugged in for use a spark occurred. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed the power entry module was damaged and the rear panel was damaged/pushed in. There were visual indications of dried fluid within the cassette compartment on the top cover and on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The returned cycler¿s power entry module was replaced with a known good power entry module to operate the cycler. The good power entry module was removed from the returned cycler at the end of the investigation. The cycler passed the catch-post hipot test, the patient hipot test, the current leakage test, the voltage calibration check, the system air leak test passed, the mushroom head check, and the balloon valve actuation test. The post-accelerated stress test 2 hours 15 minutes 8500ml simulated treatment was performed and passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. All electrical testing passed; no evidence of an electrical spark was reproduced during the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.